Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service representative checked the analyzer, but no issues were found. The provided calibration and qc data gave no indication of a performance issue of the reagent or instrument. Product labeling for the assay states samples showing visible signs of hemolysis (lysis) may cause interference. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for one patient sample from the cobas 8000 e 801 analyzer. The sample was found to be slightly hemolyzed and was initially clotted. The laboratory staff removed the clots before processing the sample. As per the laboratory's protocol to test in duplicate, the results were 53.4 ng/l and 50.1 ng/l. The result of 53.4 ng/l was reported outside of the laboratory. During validation of results at the laboratory's lis system, a delta check flag was noted as the previous result for the same patient was <13 ng/l. The sample was repeated with results of 13.9 ng/l and 14.6 ng/l. The sample was repeated on another cobas analyzer with a result of 24.2 ng/l. The sample was re-centrifuged and repeated on the original analyzer with results of 17.7 ng/l, 16.2 ng/l, and 16.6 ng/l and on the other cobas analyzer with results of 18.5 ng/l and 17.9 ng/l. The reagent lot number was 37069500 with an expiration date of 30-nov-2020.